Event description:
Received a copy of the customer's medsun mandatory and voluntary report form from the FDA which states, "when nurse spiked the heparin bag, liquid medication squirted out of the top blue port (y-site connector)." An incomplete date of event of xx-nov-2018 was provided. The customer reported that there was no additional event details to be provided, however, the customer was able to state that there was no patient harm due to the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "when nurse spiked the heparin bag, liquid medication squirted out of the top blue port (y-site connector)." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.